Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced in the patient. After several grasping attempts, the posterior gripper was no longer able to lower. Troubleshooting was performed but was unsuccessful. The cds was retracted into the left atrium and tested again. The gripper still did not work and the decision was made to remove it from the patient and exchange it. Once the clip was outside the patient it was visible that the gripper line was tangled around the gripper lever. The procedure was continued with the new clip and the mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported mechanical jam (gripper line caught on gripper arm) was unable to be determined. The reported single gripper actuation issue was a cascading event of the reported gripper line caught on gripper arm. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device code 2976 removed. Code 2983 added.